Event description:
It was reported by a customer on (B)(6) 2011, the fiber forward fired at 70,000 joules. Per the customer, the condition was noticed through the aiming beam. No error messages were displayed on the machine. No unusual occurrences were observed. No pt injury was reported.